Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2017 with the following findings: the battery compartment was cracked. The battery cap had stripped threads and was unable to fit to the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the battery cap was damaged. This report is made based on results of investigation completed on 10/30/2017.